Manufacturer narrative:
D10 concomitant product: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4c2048y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during knee replacement under anesthesia, after the prosthesis was placed, the muscle fascia was incised. When suturing with synthetic absorbable surgical sutures, two consecutive sutures were detached from the connection with the needles and could not be used. Other sutures were immediately replaced for suturing. There was no patient injury.